Manufacturer narrative:
F10. Adverse event problem - medical device code, f6. Adverse event problem codes - investigation findings; corrected data; initial MDR inadvertently omitted information known prior to submission.

Event description:
During a file review it was identified that since the low impedance event meets a historical data analysis criteria, coding should be updated to low impedance, short circuit condition. The patient had full revision surgery and the facility has reported that they do not have the explanted devices. The company rep present for the surgery indicated that the leads were not able to be sent back to ln as they were cut multiple times during explant. They are assumed to have been discarded. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with low impedance 600 ohms and has been referred for lead revision surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.